Event description:
It was reported a hair was found in the sterile packaging of the device.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. A review of the device history record was performed with no related non-conformance reports recorded. In addition, the complaint history was reviewed from 01/2012 - 08/2014 with no negative trend observed. A corrective/preventive action was initiated which concluded the most likely root cause to be operator error. Operators were retrained as a result of this investigation. No additional details have been provided, however should info be provided, a follow up report will be submitted.